Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: st. Jude medical swartz 8.5fr sheaths (qty: 2), model and lot numbers unknown; st. Jude brk transseptal needle, model and lot numbers unknown; st. Jude medical inquiry decapolar cs catheter, model and lot numbers unknown; lasso catheter, model and lot numbers unknown; carto 3 system, model and serial numbers unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring a pericardial drain. After the case, while the patient was in the recovery room, the physician found that the patient was sweating. An echocardiogram was performed, which detected the tamponade. The patient was taken back to the electrophysiology lab for a pericardial drain, which resolved the issue. The patient status was noted to have improved, though a few days of extended hospitalization was required for monitoring purposes. The physician noted that the injury was procedure related; during ablation, the catheter dropped out of the left atrium into the right atrium. At this point, the physician had difficulty passing through the septum again, potentially tearing it in the process. The catheter may have blocked any unwanted blood flow, preventing symptoms from appearing until after the procedure. There are no patient factors that may have contributed to the injury. Transseptal puncture was performed with a st. Jude medical brk needle. The sheaths in use were both st. Jude medical swartz 8.5fr. Generator parameters, ablation cycle times and the exact time of injury are unknown. The patient was given anticoagulants, but activated clotting times are unknown. Catheter irrigation was set to 20cc/min during ablation, and 2cc/min otherwise. Spi values are unknown. The smarttouch was sometimes in close proximity to the lasso catheter during the case. The smarttouch catheter was zeroed after the initial warm-up phase, and the carto 3 system did not indicate that it needed to be re-zeroed. No error messages presented on any biosense webster equipment during the procedure.